Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure not seen / unable to locate essure') and menorrhagia ('excessive menses') in an adult female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, vaginal delivery, menses irregular, perineal pain, cholecystectomy, back surgery, arthritis, chickenpox, anxiety disorder, back pain, adenomyosis and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain / constant right side pain"), infection ("infection"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), loss of libido ("lack of libido"), polymenorrhoea ("frequent menstruation") and cervix inflammation ("cervix was inflamed"). The patient was treated with surgery (hysterectomy, salpingectomy, urilateral oophorectomy and in (B)(6) 2015 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, pelvic pain, infection, dyspareunia, alopecia, loss of libido, polymenorrhoea and cervix inflammation outcome was unknown. The reporter considered alopecia, cervix inflammation, device dislocation, dyspareunia, infection, loss of libido, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure not seen / unable to locate essure') and menorrhagia ('excessive menses') in an adult female patient who had essure (batch no. 958711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, vaginal delivery, menses irregular, perineal pain, cholecystectomy, back surgery, arthritis, chickenpox, anxiety disorder, back pain, adenomyosis and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain / constant right side pain"), infection ("infection"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), loss of libido ("lack of libido"), polymenorrhoea ("frequent menstruation") and cervix inflammation ("cervix was inflamed"). The patient was treated with surgery (hysterectomy, salpingectomy, unilateral oophorectomy and in (B)(6) 2015 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, pelvic pain, infection, dyspareunia, alopecia, loss of libido, polymenorrhoea and cervix inflammation outcome was unknown. The reporter considered alopecia, cervix inflammation, device dislocation, dyspareunia, infection, loss of libido, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.